Event description:
It was reported that the patient's leg is slightly varus and the lateral joint space is narrow. Revision surgery is planned to resurface the patella and exchange the poly inserts.

Manufacturer narrative:
It was reported that the patient's leg is slightly varus and the lateral joint space is narrow. Revision surgery is planned to resurface the patella and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.